Event description:
Healthcare professional reported ¿capsulare contracture baker grade IV, breasts are very hard in consistency, deformed, and painful to the touch¿. Regulatory agency reported " folds, waves, rotation, capsular contracture (baker grade IV)". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsulare contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsulare contracture baker grade IV.